Event description:
Customer received a donor unit from the (B)(6) labeled as unit # (B)(6), blood group a, rh positive. As part of the customer's routine procedure, manual gel confirmatory testing was performed and a discrepant rh negative reaction was observed in the abd monoclonal grouping card. The customer proceeded to retest the unit with another type of gel card and no reactivity was observed in the anti-d column. The customer does not have the resources to test the unit by tube testing. The unit was not used for transfusion and was returned to the (B)(6). Customer does not know the testing method used by their blood supplier to determine blood types.

Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review was completed. All results were satisfactory. (B)(4).